Event description:
A coronary stent with delivery system was successfully advanced to a totally occluded highly calcified target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, the balloon catheter was successful inflated to 6 atm of pressure, however it was reported that the stent did not appear to be fully deployed. In an unsuccessful attempt to fully deploy the stent, the physician elected to increase the inflation pressure to 8 atm. Subsequently, the balloon ruptured tethering the balloon catheter to the stent. Upon attempts to withdraw the sds, balloon catheter transection was reported. Following successful withdrawal of the severed sds, it was reported the inner member of the device or the guidewire was observed to be unraveled. The pt was subsequently sent for non-urgent coronary revascularization surgery. There were no clinical sequelae reported relative to this event.